Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that device's keypad did not function. Complainant did not indicate that there was any patient involvement in the reported malfunction.